Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and fainting.

Event description:
Patient contacted dexcom on 05/18/2016 to report that the receiver produced intermittent audio output and adverse event occured on (B)(6) 2016. Patient stated that his friend had called paramedics after patient fainted at a restaurant on (B)(6) 2016. Patient was at 44mg/dl according to the emergency medical technician (emt) finger stick reading. Patient mentioned no treatment other than being given orange juice and did not go to hospital. Patient stated that he was unaware of the urgent low because he did not hear the alarm. Additionally, the patient tested the receiver and it sounded. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device being used at the time of event was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing for intermittency was performed and the test failed. Evaluation results confirmed the reported event of an intermittent audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4)